Event description:
Repair statement indicates the pilot valve leaking was the key failure causing the unit to alarm and shut down.

Manufacturer narrative:
(B)(4).

Event description:
Shelly states the unit is alarming and shutting down. Patient was using the unit and there were no injuries. 1372 hours and no additional information.